Manufacturer narrative:
The device was returned without the broken-off tip. It had been manufactured in november 2017. Review of manufacturing records confirmed device conformance to specs at time of release. Hardness of returned device was tested and found conforming to specifications. The device was subject to microscopic examination. It showed no evidence of extensive reuse. Since the device was returned incomplete, i.e., without the broken-off tip, it is not possible to reach a definite conclusion with regard to the cause of the fracture. However, this type of extractor has a very delicate hook tip and the tip may fracture if excessive pressure is applied by the surgeon.

Event description:
During an unspecified procedure the hook of the varady phlebectomy extractor broke off. No patient contact, injury, or surgery delay was reported. Additional information was requested but no other clinical information has been provided.